Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was flickering. Reportedly, the pump touchscreen would flicker on and off upon depression of the wake button. Customer's blood glucose was 309 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.